Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown cases, trays, modules/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on september 2, 2024 that there were burrs on the case. When a sales representative lifted the case, she cut her fingertip in two places and suffered bleeding. Upon visual inspection, the fixed portion of the screw inside the case in question appeared to be shaved and burrs were observed to have occurred and were sharp. Similar burrs were found in other case. The surgery was completed successfully with no surgical delay.